Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: left tube sideways") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "devices was not fully occluding her fallopian tube / failure to occlude (close) fallopian tube(s)". The patient's medical history included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("severe pain / pelvic area"), mood swings ("mood swings"), anxiety ("anxious"), depression ("depressed"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and adnexa uteri pain ("tubes pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, mood swings, anxiety, depression, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, weight increased and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, fatigue, mood swings, pelvic pain, urinary tract disorder and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: unilateral occlusion (right tube occluded), malposition of essure device, failure to occlude (close) fallopian tubes. Ultrasound scan vagina - in (B)(6) 2017: unilateral occlusion (right tube occluded), malposition of essure device, failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 7-mar-2019: plaintiff fact sheet received. Events added from pfs- malposition of essure device location of device: left tube sideways, bladder or urinary problems or changes, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain. Reporter information, medical history, lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.